Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto® 3 system interface cable and a noise issue occurred. While acquiring cartosound contours and fast anatomical map data in the right atrium, noise appeared on all body surface electrocardiogram (ECG), coronary sinus and ablation signals on the carto 3 system. Also, error 1201: limb lead disconnected, appeared. Troubleshooting included all ECG cables checked and were secure on the patient, disconnected the catheters from the patient interface unit and rebooted the system but the noise remained. The noise was observed on all channels on both the carto and recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm. They were advised to replace the ECG-in cable. The noise resolved on the body surface ecgs, when catheters were reconnected, there was no noise. The case was continued. After further testing, they identified the error in the deca cable, cable was untangled and re-plugged, and all issues cleared, and the case was continued with the original ECG cable. There was no patient consequence.